Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed fracture. The fractured device was sent for further analysis. The results concluded that the fractured surface artifacts suggest a bending overload fracture of the bolt thread. Furthermore, the connecting bolt was confirmed to be made of the correct material. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product - fem nail retro 13.5mm x 360mm, cat#: 14-444436 lot#: 052390. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the implantation of a femoral nail, the connecting bolt fractured causing the need to remove the nail from the patient. Another nail was implanted without incidence. Attempts have been made and additional information on the reported event is unavailable.